Event description:
Per employee health nurse, the involved employee is an or circulating nurse. On the day of the event this nurse wore the gloves on and off for a 12 hour period. At the end of nurse's shift, nurse's hands were red and itchy. The next morning nurse's hands were very red and edematous. Nurse went to employee health where nurse, nurse was given 1% hydrocortisone cream and benadryl. Nurse could not work that day. The following day nurse's hands were worse. They were red and so swollen that nurse could not make a fist. Nurse went to the ER where nurse was given IV steroids and an antihistamine. Nurse was instructed to take prednisone for 2 weeks. A latex specific iga test was done two days after the event. The results were negative.